Manufacturer narrative:
Examination was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a meniscal repair procedure, it was reported that both anchors deployed at the same time. A ten minute delay was reported and none of the device was left unsupported in the patient. The procedure was completed successfully with a back-up device. No post-operative patient injury or complications were reported.